Event description:
Literature case report abstract: " ...slow swelling after injection of juvederm which yielded delayed compression and vascular occlusion resulting in cutaneous necrosis...". Approximately 48 hours after treatment in nasolabial folds with juvederm, the patient alerted the treating physician of pain at treatment site and the face looked like a pizza and was red. The physician examined the area noting patchy cutaneous erythema and violaceous reticulated foci in the distribution of the angular artery. Administered two oral 325-mg enteric coated aspirin and the affected area was treated with topical nitroglycerin paste. The area showed no improvement; thus further evaluation of the event the authors suspected a compressive event due to the presence of the hyaluronic acid and subsequent postinjection swelling putting pressure on the small terminal branches of the angular artery. Alternately, this may also have been due to a very small inadvertent intra-arterial injection of hyaluronic acid at the time of treatment. The physician treated with injectable hyaluronidase along the course of the facial artery. Three days post hyaluronidase injection noted improvement of pain, color and physical appearance. No adverse sequelae were observed 2 weeks postinjection.

Manufacturer narrative:
To date, allergan has been unable to confirm or gather further details of this event although we have requested further information. When/if further information such as the lot number becomes available, allergan will submit through a supplemental medwatch report.